Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a revision breast augmentation with a 460cc mentor smooth round high profile prosthesis (left) and a 500cc mentor smooth round high profile prosthesis (right) experienced left-sided deflation and right-sided cutaneous contour deformity postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified allergan gel breast implants on (B)(6) 2020. This report is for the right-sided prosthesis.